Manufacturer narrative:
Age or date of birth: unk. Weight: unk ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+3.5/055 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was reported as lens rotation not associated to a low vault and the patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the surgeon rotated (repositioned) the lens to its original axis. As for now everything is good and the patient doesn't have any complaint. Claim # (B)(4).